Event description:
Patient admitted wit shortness of breath. Patient had a history of carcinoma of the lungs with metastasis to the liver. Had previously received both chemotherapy and radiation. On rounds, nurse found patient with upper body caught between upper and lower siderail. Left arm was caught in the rail, face laying against the upper siderail, buttocks and legs resting on floor. Safety vest still attached to patient with straps attached to bed. Patient was not brething. Patient expired. Cause of death listed as pneumonia and carcinoma of the lunginvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.